Event description:
The clinician was priming the cellex kit on the cellex machine prior to the patient's arrival. At the start of the prime, there were five alarms. The alarm number 46 was: accelerometer system alarm. We were unable to clear it after the second alarm. Therakos was contacted and we reloaded the drive tube and centrifuge several times with no resolution of the alarm. This nurse told the therakos tech that I did not feel comfortable with this kit and will abort the procedure and send it back to therakos. Bio medical was contacted to pick up kit.